Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a aviva meter, within 10 minutes: 192 mg/dl and 100 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.